Event description:
Healthcare professional (hcp) reported two pts were found to be disoriented and lethargic during hemodialysis treatment on the baxter 1550 device. Both pts were admitted to the hosp to rule out transient ischemic attack and the reason for their altered mental status. The pt's serum sodium laboratory values were 118 and the other one was in the 120's. No further info was provided by the hcp for this report.